Manufacturer narrative:
This supplemental report is being submitted to provide additional information. The subject device has not been returned to any of the olympus locations. Therefore, olympus could not investigate the subject device. Olympus medical systems corp. (Omsc) reviewed the manufacturing history (DHR) of the subject device and confirmed no irregularity. The exact cause of the reported event could not be conclusively determined. However, based upon the reported information, there was possibility that this event was attributed to the failure of the sdi cable (disconnection of the cable or damage of the electrical contacts). If additional information is received, this report will be supplemented.

Manufacturer narrative:
He subject device has not been returned to any of the olympus locations. Therefore, olympus could not investigate the subject device. The exact cause of the reported event could not be conclusively determined at this time. If additional information is received, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed from the user facility that in the unspecified timing, it was found that the endoscopic image of the subject device disappeared, but the image could be restored. When the user replaced the cable of the subject device to sdi-cable, the image issue was resolved by phone call. There was no report of patient injury associated with this event.